Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the drill tip broke during a hip procedure. The broken portion was removed from the patient with a grasper. No patient injury or complications were reported. A back-up device was available to complete the case.